Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. It was further reported the impedance trend on the rv lead rose over the last year and is now high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.